Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd ultra-fine¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter : the customer reported that the diabetic needle is not working properly as no inulin comes out and this has occurred several times.

Event description:
It was reported that 1 bd ultra-fine¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter : the customer reported that the diabetic needle is not working properly as no inulin comes out and this has occurred several times.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that 1 bd ultra-fine¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: the customer reported that the diabetic needle is not working properly as no inulin comes out and this has occurred several times.